Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was implanted with another device.this report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming was attempted, but did not alleviate the problem. Explant and reimplantation is planned, but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).